Event description:
It was reported that the initial battery voltage prior to implant was unacceptable. It was indicated the battery voltage was 2.79 volts. The device was not implanted into the patient and a different device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.